Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the down arrow button was stuck. The pt denied that the device was exposed to water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.